Event description:
Biomet (B)(6): lot#243087, ref: (B)(4) button came apart from cord as physician was preparing to use it. Physician noticed it wasn't working due to button came apart from cord. Same device with a different lot was used successfully. Biomet rep made aware. No patient harm.